Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that at implant the stylet could not reach the end of the lead so the physician chose not to implant it. It was noted that later, the lead was checked again and this time the stylet was able to reach the end of the lead. Another lead was implanted. No patient complications have been reported as a result of this event.